Event description:
It was reported that the patient had a backup battery fault and ended up changing the system controller. The site planned to take the backup battery out and reconnect it to confirm the alarm. Log files were submitted for evaluation. The event log file recorded an emergency backup battery (ebb) fault event on 02mar2025 at 8:37:02. This event appeared to have occurred after the system controller attempted a load test. It was noted that the patient replaced the controller. The ebb was removed, and the battery was reseated which cleared the ebb fault. The patient did not have any adverse effects from the controller exchange. The affected controller would remain as the backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on (B)(6)2025 from 8:37:02 to 9:34:12. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The backup battery was reseated, and the backup battery fault alarm resolved before the controller power cycled at 13:39:27 on (B)(6) 2025. The patient exchanged their controller to the backup controller in response to the backup battery fault alarm. No other notable events were observed in the log file. The system controller (serial number (B)(6) was not returned for further analysis and remains in use. The root cause of the reported backup battery fault was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was sent to the customer on (B)(6)2024. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 23feb2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.